Event description:
The tubing of the fast-cath hemostasis introducer detached. The device was easily removed. Administration of cordarone and loxen medication was stopped and a slight increase of pressure in the patient was noticed. An emergency peripheral line was placed to restore medication administration.

Manufacturer narrative:
The reported event of the detached sideport tubing was confirmed. The results of the investigation concluded the extension tubing had detached from the sideport of the hemostasis body. The investigation revealed traces of an adhesive ring around the sideport tubing at the location where the hemostasis body met the tubing. Based on the location of the adhesive ring, it was determined that the stopcock tubing was fully inserted into the sideport as required per the manufacturing procedure the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sideport remains unknown. The fast-cath introducers instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.